Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date, due to alleged pain, tissue damage, and elevated metal ion levels. Additional information received in patient medical records confirms that patient underwent left total hip arthroplasty on (B)(6) 2010. Revision operative notes indicate that a revision procedure occurred on (B)(6) 2011 due to metal hypersensitivity. The revision operative notes further indicate that the surgeon noted the presence of chronic inflammatory tissue of the bursa. The revision operative notes confirm that the modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-01672 & 1825034-2013-03725 / 03728).

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products show the modular head and taper adapter assembled together. No acetabular cup and femoral stem were returned as they remained implanted. There is minor wear and scratches on the articulating surfaces of the modular head which is consistent with the metal on metal articulation and explanting of the device. The taper adapter exhibits wear and damage. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.